Event description:
The customer reported a delay in testing patients on an advia 2400 instrument when the instrument is enabled to the laboratory automation system (las). There were no known reports of adverse health consequences or patient intervention due to the delay in testing when the system is enabled to the las.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse evaluated the instrument and instrument data. The cse determined that when the instrument is enabled to the laboratory automation system, the wash 2 function is not completed during automation system shut down. This causes a depletion of water in the system water reservoir. The cause of the delay in testing is due to the system software version operating on the instrument. The cse successfully updated the system with a new system software version and verified proper system functionality. The instrument is performing within specification. No further evaluation of the device is required.